Manufacturer narrative:
Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 100577, model/catalog description: phase iii linear lead - 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients device was not working for pain relief. The patient underwent an explant procedure.